Event description:
It was reported that the pacemaker alerted due to atrial pace impedance of 2,992 ohms. Other lead values were also elevated, and technical services recommended a welfare check as it could be due to the patient passing away. It was not possible to confirm the patient's status as of the time of this report.